Event description:
A physician reported that the ophthalmic system froze during priming prior to surgery. The procedure was completed the same day after the system was restarted. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).